Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) did not deliver defibrillation therapies during ventricular tachycardia (vt) episodes due to incorrect interpretation of signal. The patient was intubated. Programming changes were made. The patient status was unknown.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) did not deliver defibrillation therapies during ventricular tachycardia (vt) episodes. The patient was intubated. Programming changes were made. The patient status was unknown.